Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wires became partly dislodged from jaws. They remained somewhat attached and did not completely come off device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy tissue buildup and blood were observed on the jaws. The heater wire was bent and detached at the tip of the hot jaw. The heater wire remained attached at the base of the hot jaw. No other failures were observed. Based on the results of the evaluation, the reported failure for ¿material twisted/bent; wire¿ was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wires became partly dislodged from jaws. They remained somewhat attached and did not completely come off device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.